Event description:
It was reported that the 2600 system locked up with an error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The longitudinal rail screws were re-installed during the service call. The system was tested, and found to be working as intended, and put back into service.